Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that a male pt had the intra-aortic balloon (iab) inserted via the right femoral artery on (B)(6) 11:00 am in the cath lab for cardiogenic shock/low cardiac output. At the start no alarms sounded, the augmentation was not normal, slow augmentation and broad gas curve. Considering the circumstances this was accepted. The pt proceeded to the operating room for coronary artery bypass graft (CABG) surgery and then to the intensive care unit. After surgery, the augmentation was even less and at 1:1 there was no curve at all within an hour. The setting was changed to 1:2 skipped pulse where there was some augmentation. The alarms sounded "kinked balloon" and a questionable "cleaning." The intra-aortic balloon pump (iabp) was exchanged for another with no improvement noted. There was no kinked helium tubing or visible blood. They attempted other triggers with no success. On the morning of (B)(6) at 0930am there was no augmentation at 1:1 and the iab was removed. The balloon was twisted at the base. They tried the balloon on the trainer iabp and at the start the balloon inflated, but then it could not deflate because of the obstruction of the twisted part. The balloon curve was flat on the iabp. There were no reported pt death, injuries or complications. The pt outcome is noted as "well."